Manufacturer narrative:
Investigation summary: a direct correlation between the device and the reported intracerebral hemorrhage and subsequent patient expiration could not be determined through this evaluation the heartmate ii lvas IFU lists bleeding, stroke, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
Approximate age of device- 2 years and 3 months. The lvad was not explanted from the patient after expiration. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient expired on (B)(6) 2017 due to right frontal intracerebral hemorrhage. No further details were provided.